Manufacturer narrative:
The consumer was reportedly using the forearm crutches outdoors, when the crutch allegedly buckled and he fell. Product has not been returned for evaluation at this time so, it is unknown if a malfunction occurred or if other factors such as misuse or abuse contributed to this incident. Invacare crutches are designed to provided support, increased stability and assistance to an individual while walking. They are not intended to support the full weight of the user. Malfunction has not been established. If device is returned and the evaluation suggests a differing conclusion, this decision will be reviewed. MDR filed due to the alleged malfunction.

Event description:
The consumer states while walking, the crutch allegedly buckled, causing him to fall. The consumer put a piece of wood and tape over the cracked part and the crutches are still in use. No serious injury is alleged.